Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated pacing thresholds and intermittent loss of capture. Output was increased and the lead remains in use. No patient complications have been reported as a result of this event.